Manufacturer narrative:
The motion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue was unable to be confirmed. The motion enclosure was installed in another imaging device and the system readied. Charging, motion, communication and x-ray were ready. 2d and 3d imaging were acquired and image retrieval was successful. The invalidate home passed. There was no problem detected with the part. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The position motion controller was returned to the manufacturer for evaluation. Functional testing, performance testing, visual/physical examination and usability inspection were performed. Motion calibration was successful and 3d and 2d images were acquired, however, invalidate home procedure failed and the system did not move left or right with a clicking sound and red amber light on the positioner box. The cause of the issue was due to an electrical component issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 20 december 2016. The representative reported that after testing the cables, factory support was consulted for a resolution. On 21 december 2016, it was reported that the positioner motion controller was faulty and replaced. The replacement of the motion controller resolved the reported issue. The suspect motion controller has not been returned to the manufacturer for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry of the imaging system had no possible movement in the z-direction and the iso-wag motion was intermittently not functioning. Initial troubleshooting performed included swapping out cables connected to the motion controller, but this did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.